Manufacturer narrative:
A steris service technician arrived onsite following the reported event to inspect the century sterilizer and was unable to duplicate the reported event. Based on the description of the event, it is likely that the employee inadvertently bumped the panel while unloading the sterilizer causing the panel to fall off and the reported event to occur. Unrelated to the reported event, the technician found that the magnets for the panel were dirty. The technician proactively replaced the magnets, tested the unit, confirmed it to be operating according to specification, and returned it to service. The unit was installed in 2011 making it approximately 10 years old. No additional issues have been reported.

Event description:
The user facility reported that while an employee was unloading their century sterilizer, the lower panel fell and contacted the employee's foot. No medical treatment was sought or administered.